Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a patient presented with g grade 3-4 mixed mitral regurgitation for a mitraclip procedure. One xtw clip was implanted, and the mr was reduced to grade 1. On an unknown date during rehabilitation the patient felt worsening shortness of breath and a lower physical stress limit. On (B)(6) 2024, during a follow-up echocardiogram, the mr was worsened at grade 4. A single leaflet device attachment (slda) was observed. The clip was detached from the posterior leaflet. Per the physician, the slda occurred due to calcification of the leaflet and the sick condition of the patient. On (B)(6) 2025, a second clip intervention was performed. An xtw clip was attempted to be placed medial to the slda clip. When the leaflets were grasped the mitral pressure gradient (mpg) increased from 2mmhg to 6mmhg. The v-wave also increased. There were no adverse patient effects. The clip was removed, and the procedure was discontinued.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint identified no similar complaints from the lot. All available information was investigated and based on the information provided and per the physician, the reported single leaflet device attachment was because of the patient being sick and a lot of leaflet calcification (patient conditions). Mitral valve insufficiency/regurgitation resulting in dyspnea and fatigue appears to be due to the slda. Mitral regurgitation and dyspnea are known possible complications associated with mitraclip procedures. Unexpected medical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.